Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed noise, oversensing and inhibition of pacing. The device sensitivity was adjusted from 0.6mv to 1.0mv. Duration was adjusted from 5 seconds to 15 seconds. There were no adverse patient effects reported. The device remains in service.